Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an o2 device failed occurrence. No patient harm reported.

Manufacturer narrative:
The manufacturer's field service engineer was unable to duplicate the reported problem. There were no parts replaced.

Event description:
The customer reported an o2 device failed occurrence. Customer reported patient information not available.